Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an itchy rash under the front therapy electrode. The patient's doctor advised the patient to use an antifungal cream on the irritation and a pharmacist advised to patient to use hydrocortisone cream on the irritation. The patient applied hydrocortisone cream on the rash. There is no indication of a device malfunction related to the irritation. The patient's medical outcome improve.